Manufacturer narrative:
Citation: hase h et al. Transcatheter aortic valve replacement with evolut r versus sapien 3 in japanese patients with a small aortic annulus: the ocean-tavi registry. Catheter cardiovasc interv. 2020 sep 14. Doi: 10.1002/ccd.29259. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the safety, efficacy, and hemodynamics of transfemoral transcatheter aortic valve replacement using self-expanding and balloon-expandable valves in patients with a small aortic annulus. All data were collected from a multi-center registry between october 2013 and may 2017. The study population included 576 patients with small aortic annuli (mean diameter less than or equal to 23 mm) and was predominantly female with a median age of 85 years. Of those, 89 patients were implanted with medtronic evolut r transcatheter valves. No serial numbers were provided. Among all evolut r patients, an unspecified number of deaths occurred within one-year after valve implant due to myocardial infarction, infective endocarditis, and stroke. No further details were provided about the deaths. Based on the available information, medtronic product may have been associated with these deaths. Additional causes of death for an unspecified number of evolut r patients included: exacerbation of interstitial pneumonia and gastrointestinal bleeding. Based on the available information, medtronic product was not directly associated with these deaths. Among all evolut r patients, adverse events included: new permanent pacemaker implantation, stroke, acute coronary obstruction, life -threatening bleeding or all bleeding, vascular complications, patient-prosthesis mismatch, mild to severe aortic regurgitation, and worsening heart failure. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.